Event description:
While ventilating patient, the infant ventilator began auto triggering giving the patient unnecessary additional breaths. The clinician exchanged the neonatal flow transducer, calibrated, and re-tested. The ventilator resumed normal response triggering. There have been several reports and occurrences of this auto trigger failure. The therapist inspected the transducer and noted "burning" and discoloration of the transducer connector assembly. Sensor sent to biomedical where the discoloration was confirmed as an overheated pin. Additional inspection of several other transducers noted burnt and damaged pins. Biomedical retrieved 4 sensors to be sent to manufacturer for analysis.======================manufacturer response for ventilator, infant/neonatal, avea (per site reporter)======================will arrange to return flow sensors for evaluation.